Manufacturer narrative:
Zoll has not yet received the quattro catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
At an unspecified time after the quattro catheter was placed, it was reported an air trap alarm on thermogard ivtm console occurred during patient cooling. An empty saline bag was observed and soon after replaced by the attending night nurse. At an unknown time later, the alarm occurred a second time and again, the saline bag was found empty and was replaced. The issue occurred a third time. After hanging the third saline bag, the attending nurse noted the level of saline had dropped in a short time. According to the reporter, no leaks were found around the console or start-up kit, no blood was found in the luers, and there was no blood aspirated. In a follow-up with the attending nurse, it was reported that the console and tubing were also replaced at an unspecified time; however, the issue continued. To continue and complete patient's temperature management therapy, the arctic sun was placed on the patient. The patient's status is not known. There was no report of patient consequence as a result of the issue.